Manufacturer narrative:
This report is for one (1) unknown tibula nail. Device was not explanted. Unknown, as specific part and lot numbers for the complainant nail were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a tibula nail ex procedure on (B)(6), 2015. The surgeon attempted to insert the insertion handle onto the nail, but it did not seem to seat correctly. Then, while inserting the first connecting screw, the screw began to cross-thread and would not progress forward. A second screw was also inserted into the handle and would not progress either. At that point, the surgeon looked at the handle and noticed that it appeared to be bent/damaged. Additionally, the pang was not fully mating with the nail. A third screw was successfully inserted, but was difficult to remove from the back-up handle. Upon removal, that third screw appeared to be slightly cross-threaded from the back-up handle. A ten (10) to fifteen (15) minute surgical delay was noted, but no fragments were generated. The procedure was completed successfully. This report is for one (1) unknown tibula nail. This report is 5 of 5 for (B)(4).